Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported, that stent damage occurred. The 90% stenosed, target lesion was located in the severely tortuous. And severely calcified left circumflex artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. And the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with mid-section to distal end struts stretched distally. The undamaged crimped stent outer diameter was measured. And the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed, no signs of damage. A visual and tactile examination of the hypotube, found a kink 29cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section, found no issues along the shaft polymer extrusion. No other issues were identified, during the product analysis.